Manufacturer narrative:
.

Event description:
The customer reported that the unit went to ventilator inoperative with an error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.